Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump exposed to magnetic field and radiofrequency. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported work accident physical accident from 7 meters high that pump was dropped/ bumped with no visible pump damage. The pump passed self-test, fill cannula, and displacement test and test passed. The tubing clamp was not available for hp test. Customer reported a short battery life or a low battery alarm. Battery lasted more than 1 week. Explained this is expected behavior. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump trace history found no motor error or motor alarms anomaly. Pump was cut open to perform visual inspection and found corroded motor home switch during visual inspection. Motor passed motor test. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. Unit passed all the required test. Exposed to magnetic field, motor error alarm not confirmed. Unit have scratched case, cracked keypad overlay confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.